Manufacturer narrative:
The impella device was received from the customer on (B)(6)2023. Data analysis: after analyzing the console's data (aic logs), it was found there a couple different alarms on the complaint date: purge pressure low alarms and purge disc not detected alarms. See logs in the attachments section. Device analysis: the console was tested after arriving in fs. The purge disc retainer was confirmed to be broken (broken blue disc retainer - see attached image). Before returning this console back to the customer, fs was instructed to replace the purge disc retainer/ flag, validate sensor accuracy via section 12 of the pm procedure (0042-7309), and perform a full functional check on the console and optical system (0042-7316).

Event description:
The user facility reported a 45-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a purge disc cracked when placing purge disc. The pump was switched to another console and the procedure was completed successfully. No patient harm.